Event description:
This is follow up#1 to report on 11/aug/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ventral hernia repair and was implanted with strattice device lot s11289-210 on (B)(6) 2014. The patient underwent an "exploratory surgery with lysis of adhesions and removal of previously placed mesh¿ on 16/mar/2023 where the strattice was explanted and as per the ppf form, a non-abbvie device, "bard; ventralight st¿ was implanted. No ¿revision¿ or ¿removal¿ was reported for the non-abbvie device. The failure of the strattice mesh caused chronic pain, and adhesions, which required an additional surgical procedure during which the strattice was removed. No other information was reported. The event of ¿reherniation¿ was removed as this event did not report a recurrence with strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice laparoscopic on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Additional and/or corrected data: b5, d4, d6b, g6, h2, h4, h6. A review of the device history record for strattice lot s11289 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice laparoscopic on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.